Event description:
It was reported that during a hand-assisted nephrectectomy, the surgeon stated the device did not feel right before squeezing the firing trigger so he opened and removed it to complete more dissection. He then fired the device using the same cartridge but it only cut, it did not fire any staples. Due to the massive bleeding the surgeon converted to an open procedure and achieved hemostasis on the pedacles. Pt was given four units of blood and is doing fine.